Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device is not available for return.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 64 reperfusion catheter (ace 64). During the procedure, the radiopaque marker on the distal tip of the ace 64 was not fully visible and was partially seen under fluoroscopy. Therefore, the ace 64 was removed and the procedure was completed using a new ace 64. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device in complaint was not expected to be returned but was received by the manufacturer on 03/15/2017 for evaluation. Results: the ace 64 was kinked approximately 113.0 and 117.0 cm from the hub. The markerband was present on the distal end of the ace 64 and had no damage or abnormalities. Conclusions: evaluation of the returned device revealed that the markerband was present on the distal end of the ace 64 and had no damage or abnormalities. The root cause of only partial visibility of the markerband during the procedure could not be determined. Further evaluation revealed the ace 64 was kinked. This damage was likely incidental and may have occurred due to forceful handling during preparation or use. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing.